Manufacturer narrative:
Additional contact information: (B)(6). The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a plum duo infusion pump patient was receiving a continuous phenylephrine infusion via a for hemodynamic support when the pump generated an ¿air in line¿ alarm and stopped the infusion. The healthcare professional was unable to identify air in the tubing, clear the alarm, or restart the infusion, and a new line was primed and connected. During the interruption of the vasopressor infusion, the patient's blood pressure decreased from 94/53 mmhg (map 65) to 68/34 mmhg (map 42). A 50-mcg intravenous push dose of epinephrine was administered to address the hypotension. Following administration of epinephrine, the patient experienced a transient hypertensive and tachycardic response, with systolic blood pressure increasing to approximately 195¿200 mmhg and heart rate increasing to approximately 190 beats per minute before resolving without further intervention. After the infusion was restarted, the patient's blood pressure stabilized, and the phenylephrine infusion was returned to the pre-event rate. The event occurred during infusion in a hospital setting. There were patient involvement and harm, and medical intervention was required to prevent permanent impairment or damage.